Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient's nurse notified novocure that the patient had developed a skin reaction, described as multiple lesions on her scalp, for which oral antibiotics were prescribed by a doctor. Optune gio therapy was temporarily discontinued. Pictures were provided showing numerous small skin lesions scattered across the patient's scalp, especially on the left and right side of the scalp. The neck appears mildly to moderately red. On march 30, 2025, novocure received the information that the patient had also begun using a specialized shampoo to treat the skin reaction. On april 10, 2025, the prescribing physician reported that his last consultation with the patient was on (B)(6) 2025, at which time there were no signs of skin irritation. He was unable to offer any evaluation or further information regarding the events. On april 19, 2025, the patient's nurse reported that the patient experienced a skin reaction described as itchy small red spots on the scalp.

Manufacturer narrative:
On april 24, 2025, novocure received additional information from the patient's nurse indicating that the patient was diagnosed with impetigo the previous month and treated with antibiotics. Reportedly, the patient now developed a red rash and spots beneath the optune gio transducer arrays again. Two images were provided showing multiple scattered red skin lesions on the right side of the patient's head, and mild to moderate erythema on the neck. The patient was advised to temporarily discontinue optune gio therapy and consult her physician. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).